Event description:
The patient reportedly experienced the loss of lock with his implant after being hit by an umbrella handle while playing with kids. The implant site reportedly had a swollen bruise. The surgery to explant the patient's device will be scheduled.